Manufacturer narrative:
The investigation of the retained samples was conducted without identifying any anomalies on the infusion sets which could have contributed to the event. If the used device from the same lot becomes available for testing, a follow up report will be submitted. Evaluation summary: reference samples: the retained samples were visually inspected flow and leak tested and found to be within product specification.

Event description:
On (B)(6) 2011, (B)(6) called to report the death of (B)(6). Date of death was (B)(6) 2011. Cause of death was reported as brain hemorrhage. Place of death at the hospital. Dr's name (B)(6). Pt did not wear the pump at the time of death. Pump was removed by doctor on (B)(6). (B)(6) does not have additional information regarding cause of death.